Manufacturer narrative:
Sientra complaint#: (B)(4). The patient's age is defaulted to 99 since no patient information was provided. Sientra will not be able to perform a failure analysis since the customer discarded the device. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : discarded

Event description:
The tubing is leaking.